Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using a lipid solution and no bubble was observed during testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of a vented micro-volume inlet, a steady stream of bubbles entered the tubing at the filter; the filter on the inlet tubing malfunctioned. This was observed during compounding. The tubing had micro selenium inside. The inlet was replaced to resolve the event. There was no patient involvement. No additional information is available.